Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection using magnification was performed and noted particulate matter inside the fluid path. An infrared spectroscopic scan was performed on the particulate matter. The particulate was determined to be a secondary amide material such as protein (fibrin). The reported condition was verified. As the particulate matter was determined to be protein (fibrin), the device does not represent a nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was yellow particulate matter on the spike of a uv flash transfer set. The transfer set was changed out due to this event. There was no patient injury or medical intervention associated with this event. No additional information is available.